Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for s/n: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record (DHR) for serial number: (B)(6), covering the manufacturing period beginning on 25feb2020 to the present date, was conducted. The review confirmed that no manufacturing nonconformance's or production-related failures were identified that correlate with the customer-reported issue. The reported issue "mpar- main drawer 5.1 errors" was confirmed during fse testing and subsequently validated in the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to work order: (B)(4), the fse reported that it was observed that the pyxibus cable had a nick caused by sharp metal located on the back of the drawer. The cable was replaced. After powering the station back on, the system did not recognize that the drawer was closed. The position sensor and latch sensor were subsequently replaced; however, the issue persisted. The board was then tested with a meter and was found to have failed, leading to its replacement. Diagnostics were accessed, and all pockets were tested. Debris found beneath the pockets was removed. All components tested within acceptable parameters following these actions. No harm or delay to patient care resulted from this issue. Dchu visual inspection: p/n: 120547-01: was received with physical damage and evidence of thermal discoloration (black marks), which indicates evidence of thermal damage. P/n: 151622-01: the part received showed no signs of physical damage, loose components, fluid ingress or missing components. Dchu laboratory testing: p/n: 120547-01: no further testing was required due to thermal damage observed during the visual inspection. P/n: 151622-01: a dmm was used to measure the resistance across test points. The measured resistance value was greater than 100022 so the component was considered functional. It was proceeded to perform the hta testing. After installing the pcba drawer controller board, it passed successfully the hta testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint that "mpar- main drawer 5.1 errors" was confirmed to be due to the damaged "assy cbl pyxibus 6 drawer (p/n: 120547-01) which showed exposed copper strands. This resulted in the observed thermal damage and compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 5.1 failed. As per part investigation, it was determined that there was thermal damage observed on the assy cbl pyxibus 6 drawer (p/n: 120547-01) which showed exposed copper strands. There were no adverse events or injuries reported based on this event.